Event description:
Baxter united kingdom reports that the "twister line didn't close sufficiently at body end of connection". There was no pt injury or medical intervention reported by the complaint coordinator.